Event description:
It was reported on (B)(6) 2025 a 25mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a trivial effusion at the start of the procedure. Transseptal access was inferior and mid. The patient's activated clotting time (act) level was greater than 400 seconds. The patient's left atrial pressure was 11 mmhg. Thirteen thousand units of heparin were administered. Close criteria were met and the occluder was implanted. On (B)(6) 2025 the patient returned to the hospital with chest pain and atrial fibrillation. A transthoracic echocardiogram showed a 2.25cm circumferential pericardial effusion at the apex of the left ventricle. The effusion developed into a cardiac tamponade. A pericardial window was performed. The patient status was stable. The physician believed the occluder worsened the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that the patient admitted for chest pain and atrial fibrillation, echocardiogram (echo) showed 2.25cm circumferential pericardial effusion which developed into cardiac tamponade after two weeks post successful amulet implanted. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects of pericardial effusion and cardiac tamponade could not be conclusively determined. The patient effects of angina was a cascading effects of pericardial effusion. The reported surgical intervention, and hospitalization were a result of case-specific circumstances as the patient returned to hospital and pericardiocentesis were performed. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Additionally, the imaging provided by the account were further reviewed by an abbott staff. The reviewer noted that (B)(4). Pericardial effusion noted large transverse sinus with fluid seen completely around the laa. Tsp is superior and posterior. Deployment is deep and not oriented to the axis of the neck of the appendage with the pv aspect much deeper than mv side. Device released and disc remains below the limbus ridge. Close criteria not met as the device is off axis with the pv aspect deeper than needed. Images do not capture event. Possible causes are lobe in close proximity to large transverse sinus and disc tenting in the same area."